Event description:
During a hip arthroplasty the drill bit broke off in the femur at the end of the drill threads close to the smooth end that is attached to the drill. There was a procedural delay while an x-ray was ordered. The operative site was searched to determine the benefit/burden of removing the bone. No injury was noted, but the drill bit remains in the bone flush and not protruding.

Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the device which was not returned by the customer. Brasseler will follow up with a supplemental report if more information becomes available.